Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a consumer of unspecified age via regulatory authority (case# mw5040613) in united states on 26-may-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Consumer reported that after implant of the essure device she started experiencing skin disorders. After six months from implant procedure she started feeling vertigo like symptoms such as extreme dizziness, nausea, and lethargic feeling. Around 12 months after implant she began having very heavy bleeding during period, debilitating abdominal and lower back pain, mood swings and depression. Ptc investigation result was received on 02-jun-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc local number (B)(4) and ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events considered related are not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 13-jul-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow-up information received on 18-aug-2015 and ptc investigation result received on 09-sep-2015: this follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (FDA-2014-n-0736-0635). After getting implanted she started experiencing symptoms that went from mild to severe in a short period of time. Some of the symptoms she had: migraines. Severe pelvic pain, right leg pain, large amount of bleeding between and with period, vertigo like symptoms such as extreme dizziness, nausea and lethargy, brain fog, painful periods, loss of libido, depression and anxiety, and abdominal swelling. After hysterectomy (date not specified) all her symptoms were gone and she was back to her old self before essure. Case upgraded to incident. Ptc investigation result: ptc global number (B)(4). Final assessment since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded "unconfirmed quality defect". Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and one year later began having heavy bleeding during period. She also experienced severe pelvic pain. Both events were considered serious due to medical significance and are listed in the reference safety information for essure. After essure insertion abnormal genital bleeding, menses pattern changes and pelvic pain may occur. In this case, consumer underwent a hysterectomy. Given the positive temporal relationship and nature of the reported events, causality with essure cannot be excluded. This case was upgraded to incident since a surgical intervention was reported. Additional non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Further information could not be obtained.